Event description:
No pain relief in left knee [device ineffective], total knee replacement [knee arthroplasty], crippled [mobility decreased], cramps/spasm in both legs [muscle spasms]. Case description: spontaneous report received on 14-jul-2008, from an (B) (6) male patient, (B) (6), who had an unk relevant medical history. The pt received 3 synvisc injections in his left knee, one week apart, in (B) (6) 2006 or (B) (6) 2007. He never received any pain relief from the synvisc therapy in his left knee and therefore had a total left knee replacement in (B) (6) 2007. Following the knee replacement, the pt started to experience periodic leg cramps and spasms in both legs. According to the pt, the synvisc therapy "crippled him". He planned to seek further medical evaluation in the future. As of the date of receipt of this report, the pt outcome was not yet recovered.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.